Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
During service of the ventilator, the service engineer (se) found that the ventilator had a white display and the blower was not working. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the sensor board. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.